Manufacturer narrative:
Sensor kit expiration date is 31-jan-2023. The medical event associated with this case occurred on 11-feb-2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result and experienced shaking and seizure. Customer was taken to the hospital and received unspecified fluids, and anti-seizure medication for treatment. No further treatment was provided. There was no report of death or permanent impairment associated with this event.